Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump alarmed motor error. The caller stated being hospitalized with her other insulin pump and had stopped working. The glucose level was 879mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Performed the displacement test and passed. No further information was provided.